Manufacturer narrative:
Visual inspection of the returned packaging identified that the outer box was damaged with several creases and indentations around the corner on one side. The inner cavity was noted to be cracked. Review of the device history records identified no deviations or anomalies. This device is used for treatment. A product history search identified no other complaints for this part and lot combination. This device was manufactured in august 2008 and has been in transit an unknown number of times. It is likely that the noted damage occurred during transit.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the inner sterile packaging was compromised.